Event description:
Information was received from the patient regarding their external equipment. The patient reported that since yesterday they had not been able to bolus since attempting to last night. Patient stated last night they tried to get a bolus and 'wouldn't get it' due to service code 351 [incompatible pump found]. While on the call, agent assisted patient in removing pairing and patient read pump currently paired to previous pump - (B)(6). While attempting to pair the handset to current pump, patient had a delay at 90% after tapping 'complete pairing,' and patient stated the app appeared to 'freeze up.' Patient restarted myptm app again and patient had a significant delay at 90%, and eventually saw 'myptm app was not responding,' and agent had patient tap 'close.' Then patient saw service code 156, and patient had a brief delay at 90% but was able to successfully pair the handset and communicator to the pump. Patient requested/received a bolus successfully while on the call. Patient mentioned they have had issues connecting to their pump with this equipment due to a telemetry delay at 90%, 'which always takes awhile,' but they had never seen a delay for that long. While on call, patient mentioned 'I used to have a flowonix pump and all I had to do is put a transmitter on the pump and 2 seconds later it'd give me a bolus; I don't know why this (current medtronic external equipment) takes so long.' Agent assisted patient in turning on location and resetting bluetooth. Agent reviewed clearing pds data and patient agreed. Patient's data service data showed 5.41mb prior to clearing. Troubleshooting resolved handset pairing issue and patient agreed to monitor connection to pump. Additional information was received from the patient reporting that the cause of the personal therapy manager (ptm) being paired to their previous pump was thought to be that it was not set up at hospital but it was now working fine.

Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown. Product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was provided from a consumer who stated that they were having trouble with the boluses, and it seemed to take so long to go through the setting process. The patient stated they had this trouble before and it was solved. The agent walked patient through the process of clearing the data. The troubleshooting steps that were taken on the call resolved the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.